Event description:
Baxter sales representative (bsr) notified baxter corporate product surveillance (cps) of one il non-dehp sol set 10 dpm .22filter 102" y@6 w/2pc ll in which a leak was observed. The leak was reported to be from the blue vented cap during use with the chemotherapy drug carmustine. The leak occured after two hours of infusion. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The sample was discarded due to chemotherapy contamination. Since the sample is not available for evaluation, the condition cannot be confirmed nor duplicated and the assignable root cause can not be determined. A lot number is unavailable. Therefore, a batch review cannot be performed. If additional information becomes available, a follow-up report will be submitted.